Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via complaint submission tool that during a knee arthroscopy with meniscal repair the trigger of the truespan 12 degree peek got loosed after the first implant and due to this the surgeon was unable to fire the 2nd implant, because of this the surgeon had to removed the 1st implant and had to used a new product. No patient consequence was reported, however, there was a surgical delay of about 10 to 15 minutes. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the lot number was reported as unknown in the initial report and has been updated as 4l95702. Therefore, UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly to reflect the correct information. Therefore, UDI: (B)(4). Investigation summary: the device was received and inspected. Upon visual inspection, it was noticed that the both implant were still within the needle's channel. Upon squeezing trigger, both implants were able to be deployed as intended. The deployment shaft was passing smoothly through the needle. As per provided information that the surgeon fired the first implant and were not able to fire/deploy second implant as trigger got loose after first firing. The complaint cannot be confirmed since the trigger is working as intended and both implants were able to be deployed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. We cannot determine a root cause for why the customer experienced the reported problem. No structural anomalies were observed. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.